Event description:
It was reported the manufacturer representative was not able to adjust stimulation on the patient¿s device. The display on the patient¿s programmer was showing the ¿call your doctor¿ icon and the manufacturer representative reported a power on reset (por) condition. It was noted that the patient¿s implantable neurostimulator (ins) was replaced the day of this report due to normal depletion of the battery and in the operating room the new implantable neurostimulator (ins) was fine, with no device issues. The manufacturer representative was using the same clinician programmer as they had in the operating room. At the time of report, the patient was in the post-anesthesia care unit (pacu) and their programmer was showing a por message and the manufacturer representative was unable to synch. The manufacturer representative attempted multiple times with the clinician programmer and it was continuously indicating there was interference. The patient had a lot of equipment hooked up to her, but would be going to recovery pretty soon. The manufacturer representative was going to re-try communication again once they were back in the back in the pacu. The patient was moved to recovery and then the manufacturer representative was able to synch and program the battery properly. It was stated that the patient went home with a working system and they were receiving effective therapy.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. Product ID 3889-33, lot# v061574, implanted: 2007-(B)(6), product type lead. (B)(4).